Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The pink slide insert was visible through the top housing viewing window. Pod download data showed that it completed first and second priming, and the device got deactivated after 515 pulses. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. Cracks were observed on the top housing of the pod. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patients blood glucose (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient's mother found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose insulin history is as follows: (B)(6).